Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit passed the displacement, rewind, basic occlusion, and unexpected restart error tests along with the self test. The operating currents tested within specification range. The unit also passed the off no power test. The following physical damage was noted: cracked battery tube thread, cracked reservoir tube lip, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer had three hypoglycemic events today. The insulin pump settings were reviewed with the patient's endocrinologist and there were no excessive boluses delivered and no anomalies with the device settings. However, the patient was certain that the insulin pump was over-delivering. The insulin pump was returned for analysis.